Event description:
Patient was in sicu. Nurse was transferring levophed infusion from one module to another and did not close roller clamp when taking set out of the first module. Patient's blood pressure elevated to 200 systolic. Morphine was given to decrease blood pressure and patient stabilized within several minutes. Device was not saved for investigation. Facility reporter states previous policy had been to close roller clamp, but for unknown reason, that practice had been changed. User failed to follow directions for use instructing to close roller clamp when removing set from module. Customer verified that education about closing of roller clamp was done prior to and in conjunction with implementation of alaris system. Customer has been sent proper/improper set loading tip sheets and they will be incorporating that information into inservices and a new video they are creating for staff education.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer.